Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused a 5 cm tumor in the left lung and increasing asthma symptoms. The patient did report to have had the tumor removed. The previous report was filed with patient outcome code grid (box h) being incorrect. In this report the following data are updated and corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused a 5 cm tumor in the left lung and increasing asthma symptoms. The patient did report to have had the tumor removed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received new and relevant information on 08/06/2025. The device was returned to the service center for evaluation. During the evaluation of the device, the service center internally/ externally inspected the device and no foam particles had been observed. Additionally, the device was scrapped. Section g3 and h6 have been updated in this follow up report.